Manufacturer narrative:
Reportedly, there were times when an amended report with the correct results was issued.

Manufacturer narrative:
The field service engineer (fse) visited the customer's site and swapped the electronic boards from channel 1 to 2. After that, the qc and the patient comparisons improved on channel 1. Qc was good for 1 day on channel 2 and then dropped low. The fse visited the customer's site again and replaced the electronic boards and other valves. The root cause was consistent with a maintenance issue. The service action (replacing the electronic boards and other valves) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable ise results for 2 patients' serum samples tested on a cobas 8000 cobas ise module when compared to other ise channels (2, 3, and 4). Results for the sodium (na) tests were affected. Sample 1 (patient 2): initial result: 145 mmol/l. 1st repeat result: 151 mmol/l (tested on ise 2). 2nd repeat result: 151 mmol/l (tested on ise 3). 3rd repeat result: 150 mmol/l (tested on ise 4). Sample 2 (patient 9): initial result: 131 mmol/l. 1st repeat result: 135 mmol/l (tested on ise 2). 2nd repeat result: 137 mmol/l (tested on ise 3). 3rd repeat result: 135 mmol/l (tested on ise 4). The 1st repeat results were deemed to be correct.

Manufacturer narrative:
The na electrode lot number was p95. The expiration date was not provided. The na electrode was installed on 16-nov-2023. The customer exchanged the na electrode on (B)(6) 2023 and there was no improvement. The customer uses a 3rd party qc. After the day of the event, qc dropped. The investigation is ongoing.